Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd.

Event description:
Edwards learned the patient underwent valve-in-valve procedure due to severe symptomatic aortic stenosis. Per obtained medical records, the patient presented with complaints of dyspnea on exertion and acute on chronic diastolic heart failure with nyha class iii-IV symptoms. Aortic valve peak gradient was reduced from 26 mmhg preoperatively to 6 mmhg postoperatively. The patient was returned to the coronary intensive care unit in stable condition. Patient was discharged on post operative day two.

Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that nineteen (19) years, ten (10) months post-implantation of this 25mm bioprosthetic aortic heart valve, a 26mm transcatheter valve was implanted (valve-in-valve) due to unknown reasons. No additional details were provided.